Manufacturer narrative:
The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, unspecified bacteria (102 cfu/10 ml) were detected from the instrument channel of the subject device. The test result didn¿t clear the german guideline. Also, the user facility reported that they didn't have the cleaning brush for the instrument channel. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a culturing test by the facility, the instrument channel of the subject device tested positive for pseudomonas aeruginosa (100 ccfu). The subject device had been disinfected using an olympus automated endoscope reprocessr model minietd2 (not available in the u.s.) With peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) for evaluation. The evaluation confirmed that the adhesive on the bending section rubber was worn and the universal cord was slightly deformed. The exact cause of the reported event could not be determined.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the instrument channel and the distal end of the device. The testing result cleared the (B)(4) guideline. The exact cause of the reported event could not be conclusively determined.